Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the pericardial effusion was related to product performance of the stablepoint. There was no report of any device performance concerns. The patient events reported in the complaint are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. The catheter's instructions for use state "adverse events which may be associated with catheterization and ablation include:... Pericardial effusion".

Event description:
It was reported that an intellanav stablepoint open-irrigated catheter was selected for use. No resistance was felt while introducing or ablating with the catheter. Post procedure, during the post ablation echo check patient experienced a pericardial effusion. A pericardial punction was performed to solve the complication and patient was admitted to hospital beyond the standard of care. Patient is expected to fully recover. The device is not expected to be returned as the complication emerged after the procedure, when the device would have been discarded.